Event description:
The customer contact reported a separation. Prior to pt use, it was noted the option-lok male adapter assembly separated from the tubing. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.